Manufacturer narrative:
The patient is (B)(6). An event regarding alleged seating/locking issues involving a trident shell was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because the device was not returned and no information was received. However, it is noted that the surgical protocol was not followed. More clinical information such as pre-operative x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors.

Event description:
The surgeon reamed acetabulum with 46mm reamer - inserted trident psl cluster acetabular shell 46mm d and trident x3 poly insert 32mm d- did not get good fixation. Intra-operative fluoroscopy was used to validate the shell was dislocated. Therefore, the surgeon reamed with 47mm acetabular reamer - inserted tritanium hemispherical 48mm shell and trident x3 poly liner d - good fixation.

Event description:
The surgeon reamed acetabulum with 46mm reamer - inserted trident psl cluster acetabular shell 46mm d and trident x3 poly insert 32mm d- did not get good fixation. Intra-operative fluoroscopy was used to validate the shell was dislocated. Therefore, the surgeon reamed with 47mm acetabular reamer - inserted tritanium hemispherical 48mm shell and trident x3 poly liner d - good fixation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.